Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting methods, including using different wall outlets and charging cables, but the issue persisted. As a resolution, technical support arranged for the replacement of the pump and advised the customer to use multiple daily injections as a backup therapy. Customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.